Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged/defective as debris were observed on the lens before loading it into the cartridge. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/04/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the haptic was stuck to the optic. The lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The customer's reported complaint was verified; however, the investigation and the condition of the returned sample did not suggest that the contamination was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.